Manufacturer narrative:
The biomedical engineer found the brake caster was worn. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The biomedical engineer replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report stating, "the caster rolls and swivels when locked into brake. Pedal is working, caster will not lock." There was no patient or user injury related to this complaint. This complaint has been documented in our complaint handling system as (B)(4).